Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2003. Post-op, the pt had osteolysis at the end of the screw. The device was revised six days later.